Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope was not working due to connection problem. The issue occurred during a therapeutic laparoscopic procedure for appendicitis. The issue occurred during the beginning of the procedure. The device was inspected prior to use. The procedure was completed using a similar device. There was about ten minutes of procedural delay. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken. Error 218, no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established for broken video cable, cause linked to device but unable to trace more specifically for error 218 and no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.